Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. No other damages or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. No signs of damage or defects were found on the needle mechanism during inspection that would cause the cannula to be deployed incorrectly or not inserted properly. It cannot be conclusively determined if the cannula was not inserted properly.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 22 mmol/l (396 mg/dl) while wearing the pod between 4 and 24 hours. The patient stated that the cannula was not properly inserted into the infusion site and was bent. Hyperglycemia treated by applying a new pod, delivering a bolus correction and increasing a temporary basal rate.